Manufacturer narrative:
The t:slim x2 basal iq user guide states: tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to user not charging the pump battery. An attempt was made to charge the pump and reload the cartridge; however, blood glucose level was already too high (600 mg/dl) and customer became incoherent but not comatose. Emergency services were called and customer was transported to the hospital emergency room. Customer was hospitalized for diabetic ketoacidosis considered dangerous by healthcare provider and elevated blood glucose greater than 600 mg/dl. Customer was treated with intravenous insulin and discharged on (B)(6) 2019 with no permanent damage. Pump data showed low power alerts and shutdown alarm occurred prior to the event.